Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It was reported that the bird's nest filter was placed on (B)(6) 2008, for dvt/blood clots after hip surgery . In (B)(6) 2017, reporter saw a thoracic surgeon and from a CT scan 2 years ago, it showed a perforation of a piece of the bnf metal had perforated the first layer of the lining of the ivc. The following week, reporter had an updated CT scan and it showed the same thing. Reporter is alleging the device is defective. The reporter is concerned the filter is not retrievable and is experiencing anxiety and panic attacks

Manufacturer narrative:
Investigation - evaluation: a review of the documentation, instructions for use (IFU), and quality control was conducted during the investigation. The gianturco-roehm bird's nest femoral vena cava filter was not returned for investigation. The lot number for the device is unknown. The customer states that two CT scans showed perforation of first layer of the inferior vena cava (ivc). "Perforation of vena cava wall" is listed as a potential adverse event in the IFU. Designed verification and validation testing has been performed on this device including deployment and hook fixation testing. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Though the device history file could not reviewed, procedures and parameters are in place to insure the product meets manufacturing specifications. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.